Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the during implant, the atrial lead could not be fixed into the right auricle. The lead was not used and a new atrial lead was implanted. Patient was fine during and post procedure.